Manufacturer narrative:
The customer reported "umbilical cord clamps not sealing properly causing blood to leak out'. No additional details were provided. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Umbilical cord clamps not sealing properly causing blood to leak out".